Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) at a user facility reported that a dialyzer blood leak occurred within the first 10 minutes of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed and confirmed to be external. A member of the nursing staff noticed drops of blood on the floor beside the machine. The leak originated from the head of the dialyzer near the threads. The fa confirmed that the machine, a fresenius 2008k machine, did not alarm. Blood leak test strips tested negative for the presence of blood within the dialysate. The fa stated that no defect or damage could be seen on the dialyzer. The fa also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory leak test that passed possibly due to coagulated blood. Blood was noted throughout the threads in the header located on the non-cavity ID end of the dialyzer. The dialyzer was then subjected to disassembly for further visual examination. Upon removal of the header end cap, a pe/pu sliver was identified at 90 degrees with the dialysate ports situated at 0 degrees. The pe/pu sliver laid across the flange, extending under the o-ring and down between the housing threads and screw flange. It measured approximately 14.3 mm in length. No other damage was noted on the dialyzer. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.